Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non- rechargeable ipg received an end of battery life message. It was noted that the patient was using high energy programs. The patient underwent a revision procedure wherein the ipg was replaced with a rechargeable device. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.